Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six (6) events were reported for this quarter. Six (6) devices were received for evaluation; six (6) events were confirmed. Six (6) devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes six (6) malfunction events in which the devices disassembled. Six (6) reported events had no patient involvement; no patient impact.